Event description:
Per the clinic, the patient experienced a post operative infection at the abutment site. Antibiotic treatment was attempted; however, the issue could not be resolved. The patient was put under local anaesthesia on (B)(6) 2015, to remove the abutment. The patient was equipped with a new abutment during the same procedure. The fixture remained insitu at all times.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.